Event description:
Healthcare professional reported right side "capsular contracture grade 4, with pain and alteration of the form and limitation of some movements, requiring removal of intrathoracic foreign body from the breasts". Device remains implanted. "Change in shape and texture" was reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 4.

Event description:
Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported right side ¿swelling in the region of the breast." Device has been explanted.